Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. Upon opening the pocket, the lead to device header connections were verified to be appropriate. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.